Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 400 mg/dl. Customer went to the emergency room and was given an insulin injection to address blood glucose level. Customer was released the same day with the issue resolved and no permanent damage.